Event description:
During an endoscopy procedure, the physician used a cook huibregtse needle knife papillotome. When the physician removed the device [from the endoscope] it was observed that the needle came off or disintegrated with cautery. The physician replaced the device with another of the same device from the same lot number. When this device was removed [from the endoscope] the same observation was made. See MDR 1037905-2013-00103. The physician felt if the tip did break off inside the pt, the size would cause no harm to the pt. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report of needle detachment. A section of the needle had detached and was not included in the return. The handle was manipulated and the purple catheter did extend through external tip of the device, however it was evident that the catheter was not extending the full length it should when the handle was manipulated an the distal tip appeared charred and slightly kinked. An attempt was made to measure and attached section of the needle that remained attached to the purple catheter and was found to be less than appropriate specifications. It was evident that the attached section of the needle was extremely charred. The purple section was measured and was found to be within specifications. It is reasonable to suggest that no section of the purple catheter is missing due to the kink in the distal end. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use of conditions could not be duplicated in the laboratory setting. Due to the condition of the returned product and a variety of clinical conditions, such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state ¿insert needle knife into papillary orifice and, using a continuous motion, activate needle knife. Caution: it is essential to move needle knife while applying current.¿ an answer to one of the add¿l questions indicates that the needle was left stationary while applying current, this is against the instructions for use. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit MFR¿s instructions. Needle knife breakage near the end can also occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Needle knife breakage near the distal end can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add¿l comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.